Event description:
Customer reported that he had unexplained low blood glucose. Paramedics were called and customer was taken to the hospital. Customer stated that the blood glucose reading was 34 mg/dl when paramedics arrived. Customer reported that his insulin pump was not working correctly, it was constantly alarming motor error. Customer also stated that dome label is missing. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor. Unit was stuck in motor error alarm loop during bolus delivery. The motor was tested out side of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform basic occlusion, occlusion and excessive no delivery test due to motor error alarms. However, unit passed the displacement test. Unit had cracked case upper corner of display window, reservoir tube lip, scratched display window and missing and cap sticker.